Manufacturer narrative:
Service was dispatched. Service inspected the analyzer and considered the syringe assy (rohs) pn 7-77650-06 the likely cause. An instrument service history review revealed. No additional erratic or discrepant patient results reported for i1sr61367. The device historical analysis was reviewed, and did not identify any trends related to the issue. Tracking and trending review identified no non-conformances for the syringe assy (rohs) pn 7-77650-06 for the issue related to the complaint. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect i1000sr analyzer. This issue was previously reported under MDR 3002809144-2020-00926-01 under a different suspect device.

Event description:
The customer reported a false elevated architect intact pth result for a patient. The patient sample generated an initial result of 201 pg/ml and repeated a result of 30 pg/ml. There was no impact to patient management reported.